Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain.") In a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain, chills and voiding difficulty. Concomitant products included oxycocet (percocet) and solpadeine (tylenol 1). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent a salpingectomy, bilateral partial resection uterine cornua ). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine and headache outcome was unknown. The reporter considered headache, migraine and pelvic pain to be related to essure. The reporter commented: on the right side, the right essure coil was about 3 mm to 4 cm into the tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical event is not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. Most recent follow-up information incorporated above includes: on 27-sep-2018: plaintiff fact sheet received. Event added: migraines and headaches. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and chronic pelvic pain.') In a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain, chills and voiding difficulty. Concomitant products included oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) and paracetamol (tylenol). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent a salpingectomy,bilateral partial resection uterine cornua). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and headache outcome was unknown and the migraine was resolving. The reporter considered headache, migraine and pelvic pain to be related to essure. The reporter commented: on the right side, the right essure coil was about 3 mm to 4 cm into the tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical event is not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. Most recent follow-up information incorporated above includes: on 6-dec-2019: plaintiff fact sheet received- outcome of migraines updated to recovering / resolving. Concomitant drug were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain.") In a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and injury ("injuries"). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent a salpingectomy,at (B)(6) medical center in (B)(6)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and injury outcome was unknown. The reporter considered injury and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirmed placement of both essure coils and full. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical event is not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. Most recent follow-up information incorporated above includes: on 13-jul-2017: new event "severe and chronic pelvic pain" was added. Lab test "hysterosalpingogram (hsg)" was also added and product stop date was added as (B)(6) 2016. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.